Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded oversensing by this implantable atrial lead of ventricular events. Blanking periods and the atrial-ventricular delay were reprogrammed and the issue was resolved. This lead was successfully explanted and replaced. No adverse patient effects were reported.